Event description:
Information was received that the patient's device was replaced due to prophylactic replacement. The explanted device has not been received to date.

Event description:
It was reported via clinic notes that if the patient continues to have hair pulling episodes after vns replacement, they will call the physician. It appears that the patient's family believes the patient's hair pulling episodes will resolve after vns replacement. It was noted in clinic notes the device is at end of service. No surgical intervention has been reported to date. No additional relevant information has been received to date.